Manufacturer narrative:
Additional information was received on the event on (B)(6) 2020. The product was received by the hospital prior to the expiration day. The caller received it from the hospital and reported the malfunction on the same day. Based on this information, the initial assessed reportable event of ¿expired product shipped¿ was reassessed to not MDR reportable. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter, and it was reported that expired product was shipped. During the procedure, the catheter caused noise across the ECG and intracardiac channels as soon as it was connected. Changing the cable made no difference. The only solution was changing the catheter. Carto and recording system - signal interference. Temperature displayed normal and default mode was selected for thermocool catheters. The product expiration date was the date of the procedure. It was used on the patient and according to the caller was received on the same day. Unable to provide a picture of the label. There were signals available to monitor the patient¿s heart rhythm. There was no report of harm to the patient. The noise issue was assessed as not MDR reportable. The risk to the patient was low. The reported expired product issue was assessed as MDR reportable.